Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance from tandem's customer technical support (cts) with delivering a bolus request and verifying that the bolus was delivered. However, due to not following instructions from cts, the customer unintentionally delivered a bolus of 0.85 units. Blood glucose level was 150 mg/dl. Reportedly, the customer consulted with health care provider regarding diabetes management.